Event description:
Device malfunction: failure to achieve hemostasis. Time of device malfunction: after vessel closure. Symptoms/ae: hematoma, shock, hyporolemia. It was reported that a physician in training in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, half an hour after clip deployment, the patient developed a hematoma larger than 6 cm, which caused incomplete closure and leaking. Manual compression was applied. The patient went into shock, caused by hypovolemia, due to blood loss in the groin area, requiring surgery. During surgery, it was found that the starclose se captured fat-tissue which was clipped on top of the artery. Surgery was needed to close the hole and place a drain in the groin area which was required for 2 days. This resulted in prolonged hospitalization lasting 10 days. There were no other reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. Review of the device history for this lot did not produce any finding relevant to this report.